Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-oct-10 regarding a patient receiving gablofen (2000 mcg/ml at 1433 mcg/day) via an implanted infusion pump. The indications for use included intractable spasticity and familial spastic paraparesis. Other medications the patient was taking at the time of the event included zyrtec, baclofen as needed (prn), lasix, advil prn, multivitamin, microk, probiotic, effexor, cogentin, klonopin, myrbetriq, fish oil, proair hfa, zomig zmt, adderall, depakote, esomeprazole magnesium, fenofibrate, glucosamine, minocycline, singular, ranitidine, and trazodone. It was reported that at a clinic visit on (B)(6) 2019 it was documented that the elective replacement indicator (eri) was in 16 months. There had been no changes in the patient's baclofen concentration nor infusion rate since. The eri date remained consistently on track until (B)(6) 2019 when it was noted that the pump status changed to end of service (eos) (B)(6) 2019. There were no environmental, external, or patient factors that were thought to have led or contributed to the issue. No further diagnostics or troubleshooting were performed. Clinicians were attempting to schedule surgery for pump replacement prior to (B)(6) 2019 however, due to the patient's insurance they were having challenges having the surgery coordinated. The issue was unresolved at the time of report. The patient's status was alive - no injury at the time of report and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) confirmed the patient was receiving gablofen at time of the event and not lioresal. No further information was reported.

Manufacturer narrative:
The pump was returned, and analysis found a motor feedthru anomaly of shorting across the insulator. All previously reported method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the pump was replaced on (B)(6) 2019. The pump logs indicated the pump was delivering lioresal (2000 mcg/ml at 1433.8 mcg/day) and the eri (elective replacement indicator) occurred on (B)(6) 2019. No further complications were reported/anticipated.